Manufacturer narrative:
The system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
A trial patient reported the lead pulled out the night previous to the call while she was sleeping. It was noted the trial began on (B)(6). The indication for use is unknown.